Event description:
The customer reported that the 840 ventilator stopped cycling. There was no patient involvement. The customer reported to have not duplicated the alleged malfunction. Covidien troubleshot this issue with the customer over the phone. Customer was advised to run the ventilator on a test lung before returning to service.